Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An intraocular lens (iol) reply card was received from a customer stating that during an iol implant procedure, the lens was noticed to be defective once it was implanted. The lens was removed during the initial procedure. Additional information has been requested.